Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were damaged. A review of the event history log (ehl) identified force sensor test error. During the functional testing the reported issue was able to be duplicated. The root cause was unable to be determined. Replaced force sensor. Replaced main and interconnect boards, plunger cable and force sensor.

Event description:
It was reported that the customer did not provide any information about issues with the pump. No patient injury or involvement was reported